Event description:
On (B)(6) 2011, it was reported to the MFR by the vns pt that she has been experiencing vertigo for 1 1/2 yrs and is now having tachycardia that started about a yr ago that she thinks may be related to vns. She stated that her physician does not think it's related to her vns but she said she has been hospitalized for her tachycardia and the physician has not found a cause. A physician's office called requesting info regarding precautions for an electrophysiology procedure, (B)(6) study, to test the electrical activity of the heart in the vns pt. It was explained that electrical current going through the generator should be minimized, that the device could be disabled for the procedure, and that the device could be checked after the procedure. Good faith attempts for further info from the physician have been to no avail thus far. If add'l info is rec'd, it will be reported.